Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Given the concurrent antiplatelet therapy, coagulopathy, and multiple non-device-related bleeding sources, the relationship of these bleeding events to the impella 5.5 is considered highly unlikely. The case is being reported out of an abundance of caution.

Event description:
An 82-year-old male patient underwent high-risk pci (scai b) after being declined as a candidate for CABG. An impella 5.5 was placed for hemodynamic support prior to the procedure. The patient continued on ticagrelor therapy and subsequently developed coagulopathy with bleeding from multiple sites, including the nares (following a prior nasogastric tube attempt), the right internal jugular cordis/swan site (removed during transfer), the right axillary surgical pocket, and the right femoral access site from the intervention. Hemostasis was eventually achieved, and the patient was successfully supported and later weaned from the impella 5.5. Given the concurrent antiplatelet therapy, coagulopathy, and multiple non-device-related bleeding sources, the relationship of these bleeding events to the impella 5.5 is considered highly unlikely. The case is being reported out of an abundance of caution.